Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during self test due to faulty connector on radio frequency board. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No excessive no delivery alarms noted.

Event description:
The customer called to report no delivery alarms. The customer's blood glucose reading at the time of the call was 304 mg/dl. The customer did not wish to troubleshoot. The customer also reported that he was at a clinic at the time of the call, and was being seen by a diabetic educator. The insulin pump was not able to upload due to multiple alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.